Event description:
The customer reported the end of a seal cycle was not reached. The unit was exchanged with a new one and this caused the surgery time to extend more than 30 mins. Additional questions in regard to the incident have also been asked but no response has been received to date.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Manufacturing non conformances were reviewed. No entries potentially pertinent to the customers report were noted. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.